Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information requested:did any piece of the sleeve fall into the patient?if so, was it retrieved?how?

Event description:
It was reported that at the end of a partial gastrectomy procedure, the sleeve was removed and it broke into two pieces. No further action was required as they were at the end of the surgery. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve cannula broken at middle. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. A batch record review was performed and no anomalies were found during the manufacturing process.